Event description:
It was reported per medwatch mw5106773: spontaneous: patient's husband reported that it was the cassette that made pumps beep. Once he changed the cassette. The pumps started working fine. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.